Event description:
Customer reported that automatic quality control (aqc) was turned off for 3 days on the instrument. Customer was turned off for 3 days on the instrument. Customer indicated they ran 19 samples from 10 patients. There was no report of injury due to this event.

Manufacturer narrative:
The event has occurred due to an operator error. Customer should not run patient samples when automatic quality control (aqc) is turned off. Instrument is performing as intended.